Event description:
The customer reported to olympus, the hd autoclavable camera head, the camera head is defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: during the device evaluation, due to disconnection in cable unit, noise occurred and no image was displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found due to a disconnected cable unit, noise occurred, and no image was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.